Event description:
It was reported that patient underwent a revision procedure for a non-fixated nail and a hip arthroplasty on (B)(6) 2012. The nail was being revised due to a negative reaction from the body. During the procedure, the locking ring dislodged from the acetabular cup following impaction. A locking ring was taken from another implant that was on hand and was used with the original cup to complete the procedure, but only after a delay of more than half an hour had occurred.

Manufacturer narrative:
Device remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-01180 / 01181).